Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 500 mg/dl, although the customer did not know the exact value. The customer declined troubleshooting assistance, as this was a past event. She did not provide any further details because her phone battery was dying. Nothing further reported.